Event description:
It was reported that a patient, underwent a paroxysmal atrial fibrillation procedure with a carto® 3 system and map shifted about 6 millimeters up without displaying any error message on the device. There was no patient consequence. Per 21 cfr, part 803, this complaint is reportable.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.(B)(4).

Manufacturer narrative:
Evaluation summary. (B)(4) it was reported that a patient, underwent a paroxysmal atrial fibrillation procedure with a carto® 3 system and map shifted about 6 millimeters up without displaying any error message on the device. The investigational analysis has been completed. Map shift noticed after a series of cardioversions. Map shifts after cardioversion are expected because the relative position between the patches remains the same but the position of the heart relative to the back patches has changed. Due to such internal anatomic displacements, there might be misalignment of the map to the heart location. New map was created and procedure continue. The history of customer complaints associated with carto 3 system # 10100 was reviewed. Out of 67 additional reported complaints there was no any additional complaint that may be related to the reported issue. The DHR review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.